Manufacturer narrative:
(B)(4). Per the customer, the sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. The problem was confirmed, based on the customer report. However, the root cause was undetermined. This issue is being investigated through CAPA. A follow-up report will be filed if any relevant additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. During troubleshooting, the supply bag connection was found to be loose. The tsr had the hp recycle power and a se 2367 alarmed. The tsr advised the hp that he would need to start over with new supplies or use manual supplies to complete therapy and advised the hp to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240. The tsr explained to the hp that the connections need to be tight and not loose. Proper procedures per the user manual were reviewed with the hp. The hp would do a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.